Manufacturer narrative:
A product investigation was completed: upon visual inspection, it is observed that the handle of the device got broken and the bone cement in the reservoir got hardened. Functional testing of the received device was not performed due to the hardened cement and broken handle. Dimensional inspection of the received device was not performed due to post manufacturing damage. The relevant drawings were reviewed during the investigation; no design issues or discrepancies were noticed. The complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Unintended forces on the handle might have contributed to the broken condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, when injecting traumacem bone cement the mixer broke. When the scrub tech mixed the cement, it would not advance. The surgeon then took the cement mixer and the mixer broke. There was a slight delay of about three (3) minutes. The procedure was completed successfully. Patient outcome is unknown. During the investigation of the returned device, it was observed that the handle of the device got broken and the bone cement in the reservoir got hardened. This report is for traumacem bone cement. This is report 1 of 1 for (B)(4).